Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per evaluation on: 04/23/2024. The device was returned to the service center for evaluation. During the evaluation of the device, performed by the third party service center it was determined that the unit was without contamination. Additionally, no error codes were identified. In this report, box d, h has been updated/corrected.